Event description:
It was reported the device was broken which caused blood leakage during use. The device was changed out, which delayed treatment. (B)(4).

Manufacturer narrative:
The device was requested for evaluation. The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned under section d is a tubing set and included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.